Event description:
Our customer reported this incident to olsen medical on 2/13/2007. The customer telephoned to say that they had a return for a device that supposedly caused a burn to a patient. When the device was returned, the accompanying information described the event. The incident says, "a patient was burned (3rd degree) on the shoulder; two burn lines of respectively 5 and 7 cm following contact with the device cable; the device was connected to the force fx."

Manufacturer narrative:
The device was inspected and tested by our engineering department. This reusable device is warranted for up to 20 uses or 1 year, whichever comes first. Engineering determined the device has been through multiple uses in excess of 20 times. The cable was checked for continuity and the test indicated a break on the conductor. No leakage was found and it passed the five minutes soak test. The product IFU advises the user to inspect cable for breaks and similar damage before each use. This product has obviously gone past its normal lifecycle and requires replacement. The root cause of this incident is extended use of product beyond its lifecycle and failure to follow the instruction for use about inspection of devices before use.